Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an error code on the screen when it was turned on. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition, all was intact. There was evidence of the error found in the event history log. The customer reported problem was duplicated. Device was found to be displaying an error code message on power up during the investigation. It was noted that the error usually occurs when the pump sits turned off and batteries are allowed to deplete. This was believed to be the cause of the reported problem. For corrective action the error code was cleared. The root cause per the investigation was traced to user interface. Product is beyond 18 years from manufacture date of 2004-08 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Additional information received on 10-august-2022 via email and attached to complaint object: the error came on when the pump was turned on. It was never used on a patient. A different working pump was used. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6500.